Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an pericardial effusion bleed. The physician made the decision to reverse heparin with protamine 25 to prevent further bleeding. After several attempts to stop the bleeding, low blood, & several episodes of pulseless electrical activity, the family requested for care to be withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.